Manufacturer narrative:
(B)(4). Date sent: 10/23/2024. D4: batch # unk. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned sample. Visual analysis of the returned sample revealed that four lt200 cartridges were received empty with no apparent damage and along with one loose clip unformed. No functional test was performed as the clip was received loose, however, no damage on the clip was noted. As part of ethicon's quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: select the appropriate size ligaclip extra ligating clip cartridge and corresponding clip applier. With the cartridge slots facing away from the base, insert the cartridge into one of the channel openings of the lc800 stainless steel cartridge base. Ensure that the cartridge is past the channel opening and securely held in place. Grasp the applier in the box lock area using pencil grip technique. If using an endoscopic applier, grasp the applier by the handle and trigger. Insert the jaws of the instrument into the individual cartridge slot, making sure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. Keeping the applier jaws perpendicular to the surface of the cartridge, retract the applier from the cartridge. The clip will be securely held in the applier jaws. It is not necessary to maintain ring or trigger tension to hold the clip in the applier jaws. Position the clip around the tubular structure to be ligated. Apply sufficient force to fully close the applier to assure that the clip is satisfactorily placed and secured. The event described could not be confirmed as no clip broken was noted. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 9/24/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the lt200 liga clips broke while firing. There was no surgical delay. The procedure was successfully completed. There were no patient consequences.